Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump is beeping when it should not be. The blood glucose reading was 445 mg/dl. The patient was advised to monitor the unit. No further information was provided.